Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-58 user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. (B)(4).

Event description:
Consumer reported complaint for low blood glucose test results. Guardian is calling on behalf of the customer. The customer is concerned with tests results from results obtained of 59 mg/dl. The customer's expected fasting blood glucose test result range is 70 - 115 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer; customer had just had breakfast. The product is stored according to specification. The test strip lot manufacturer's expiration date is 09/15/2018 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history: (B)(6) memory concerns:customer is concerned with 59 mg/dl fasting result. Customer's guardian called in reporting low results on meter.